Manufacturer narrative:
Updated fields: b4, e1(event site email), g1, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the patient interface module to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a

Event description:
Customer reported that during use of cardiosave intra-aortic balloon pump (iabp) there were visible signs of blood in the helium tubing. There wereno alarms or messages on the cardiosave. The provider was telling them to not discontinue therapy. This iab was inserted axillary and off-label disclaimer is verbalized. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.